Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose resulting from no delivery of insulin on the insulin pump. The blood glucose reading at the time of the report was 291 mg/dl. Customer reported that he had been reusing reservoirs. Customer was advised to run a 5 unit fixed prime and stated that insulin did exit. The cannula was not bent. Customer expressed symptoms of nausea, thirst, urination and indigestion. The blood glucose reading at the time of the event was 700 mg/dl. Customer stated that the drive support cap appeared to be normal and recessed. He found no air in the tubing and no leaks. Nothing further was reported.